Manufacturer narrative:
This report is for an unknown ria drive shaft/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes employee the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the collection of bone from the right femur, for use around a retrograde femoral nail on the left side, several issues occurred with the ria 2 device. Excessive heating of the handle surrounding the motor shaft occurred which caused melting of the materials and the yellow seal. The heads used broke successively. The metal ring located at the end of the 2nd shaft guide tore. A drill chuck (blue color) was used on the motor. The informed surgeon took care to remain at an angle of less than 10° when introducing the device. Irrigation of the device was scrupulously controlled throughout the operation. The following consequence occurred: metallic residues potentially remained in place, there was significant surgical delay, and the amount of bone collected was not as large as initially expected. This report involves one (1) unk - ria: drive shaft this is report 9 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) drive shaft for ria 2 520mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photos. Visual analysis of the returned sample revealed that drive shaft f/ria 2 l520 showed the reaming rod seal was still attached at the proximal end. Per the technique guide the reaming rod seal is a single use device and should be disposed of after procedures. It is possible that the reaming rod seal was not removed before the complaint device was put through decontamination, which melted the reaming rod seal onto the complaint device and part of the blue plastic was broken. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the drive shaft f/ria 2 l520 was unable to be performed due to post manufacturing damage to the reaming rod seal. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drive shaft f/ria 2 l520 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H6: a device history record (DHR) review was conducted: part # 03.404.035; synthes lot # h870247; supplier lot # h870247; release to warehouse date: 22 jan 2020; supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.